Event description:
Consumer called to report her daughter's meter is "all over the place". Analysis run on clark error grid using mean avg. Reading (229) as ref. Point vs. Bd readings (77, 380) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.